Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found circular depressions on the poly tubing. It was noted that the coils underneath the poly tubing were slightly stretched away from the terminal pin, likely due to the suture sleeve tie down location. In addition bulging was observed in the poly tubing near the terminal pin, likely due to where stylet escaped from the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis could not determine a root cause of this event.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead dislodged and exhibited high thresholds. A revision procedure was performed and attempts were made to position the lead; but were unsuccessful. The lead was explanted, replaced. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been returned for analysis. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to determine the root cause of this event. A final report will be sent after information is received from the analysis.